Event description:
It was reported that the patient had weakness and confusion. It was noted that the right atrial (ra) lead exhibited occasional undersensing on atrial tachycardia (at)/atril fibrillation (af) stored egm's which resulted in early episode termination. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).